Event description:
(B)(6) clinical study. It was reported that occlusion occurred. The subject underwent treatment with the eluvia device on (B)(6) 2019 as part of the regal clinical trial. The 100% stenosed proximal, middle and distal superficial femoral artery (sfa) in the left limb were treated. The lesion length was 30mm. Reference vessel diameters were 6mm proximally and distally. Pre-dilatation was performed using one balloon and the lesion was crossed through the true lumen. One 6x100,130cm eluvia drug-eluting vascular stent system and one 6x80,130cm eluvia drug-eluting vascular stent system were implanted. Post-dilatation was performed using one balloon and residual stenosis was 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2021, a stent occlusion was observed. No further action was taken. The event is reported as ongoing.

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: (B)(6). Initial reporter address 1: (B)(6). Initial reporter phone number: (B)(6).